Manufacturer narrative:
(B)(4). Further information was received regarding an abdominal wall leak that occurred during treatment for peritonitis. The leak involved solution leaking out of the opening of the exit hole. This abdominal wall leak was a relapse of one that occurred a week after the patient initially began peritoneal dialysis. It was not reported if the patient recovered from this relapsed abdominal wall leak. No additional information is available.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2gm, intraperitoneally (ip)) and gentamycin (120mg, ip) and the patient was hospitalized. The patient had fully recovered from peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.